Event description:
Device has been explanted.

Manufacturer narrative:
The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: infection (unknown onset). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported they had a massive infection after their implants were put in. This record is for right side. Device remains implanted.